Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified readings on the adc device and it is unknown whether the customer noted a trend arrow on the device. As a result, the customer had pain in their chest area and stated that they had a gallbladder attack and the gallbladder had be removed by a healthcare professional and was also given standard IV's after the surgery and this was due to the readings being inaccurate. There was no report of death or permanent impairment associated with this event.